Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Eval revealed the internal clock battery on the pcb board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary battery. When a new battery is inserted, the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
It was reported that the pump and meter remote displayed incorrect date and time. A family member reported that the pump and meter remote are paired. She stated that the (B)(6) pt replaces the battery in the pump and the pt told the family member that she did not need to reprogram the date or time after the last routine battery change. The family member reported that she noticed that the date and time was incorrect recently; she reprogrammed the date and time to be correct. Review of the pump history indicated that the total daily dose, bolus, and alarm history had reverted to the default date several times during the past several weeks. The family member confirmed that the correct date and time remained programmed in the pump at the end of the contact.